Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during training, the automated impella controller (aic) had a yellow ¿controller error¿ alarm that occurred upon turning on. The aic was turned off and back on and the yellow ¿controller error¿ alarm persisted. No patient was involved, and this error did not occur in a clinical setting, only in training purposes.